Manufacturer narrative:
Batch review performed on 24 november 2017. Lot 141770: forty four (44) items manufactured and released on 30 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, 36 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on (B)(6) 2017 by (B)(6): partial hip revision surgery (stem and head) occurred 3 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding. Aseptic loosening is a possible, literature described adverse event after cementless total hip replacements and causes are often unknown. In this case the reason of failure cannot be determined. Preliminary investigation performed by r&d hip manager on (B)(6) 2017: from the images no conclusion can be drawn. On the stem surface residual of blood and bone can be noted.

Event description:
Three (3) years after primary the surgeon detected a stem proximal aseptic loosening with distal fixation.